Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 991 mg/dl. The customer's current blood glucose 1000 mg/dl,156 mg/dl. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.